Manufacturer narrative:
Alleged failure: it turned off in middle of case no reason why. Happened 3 times during same case the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a non-working light cable under inv# (B)(4) with a bad resistor inside the aim safelight cable. Product will return to vendor under (B)(4). The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the device turned off during the case. There were no adverse consequences and the procedure was completed successfully.